Manufacturer narrative:
The customer returned the device and a photograph of the device after it was explanted for analysis. The returned coupler was examined under magnification. The coupler rings are in good condition with no visible defects. There is one missing stainless steel pin. It has been replaced by the hdpe plastic from the ring that extends from the ring surface upwards, mimicking the pin orientation. During manufacturing, the operator missed loading one of the stainless steel pins into the coupler ring mold tool. The pins are loaded manually into the tool. If a pin is not in the tool channel, there is an open path for the hpde plastic resin to flow. The plastic material protruding from the ring looks like a stainless steel pin, with approximately the same dimensions. The plastic protrusion is strong and is not easily detached from the ring. Due to the similarities of the plastic protrusion and the metallic pin and the micro size, the error was not detected during inspection. Because of the manual loading process of the steel pins into the ring mold, this defect would not automatically be in other products from the same lot. There are no other events of missing pins in the last 10 years of field event data.

Event description:
Intra-operatively, a coupler pin was observed to be irregular in appearance. Upon closer inspection, the pin was not metal, but plastic. The surgeon removed the coupler in question and the anastomosis was completed with a new coupler from the shelf. The diep breast reconstruction surgery was completed without further incident. There were no patient symptoms or adverse outcomes related to this procedure.